Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced pain at their battery site that radiated down their legs for the last 2-3 months and occasional discomfort when sitting. The patient noted that they get irritated when their pants touch their incision site. The patient denied trauma but noted losing approximately 10-12 pounds. The patient stated that the device was managing their symptoms well, but the battery felt superficial. It was noted that the device had migrated. The device was removed and replaced, the physician moved the pocket to the other side and replaced the battery. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced pain at their battery site that radiated down their legs for the last 2-3 months and occasional discomfort when sitting. The patient noted that they get irritated when their pants touch their incision site. The patient denied trauma but noted losing approximately 10-12 pounds. The patient stated that the device was managing their symptoms well, but the battery felt superficial. It was noted that the device had migrated. The device was removed and replaced, the physician moved the pocket to the other side and replaced the battery. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, undesired sensations (non-target stimulation area), implant pain, and device migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.